Event description:
The pt was on the thoratec heartmate when they developed a "yellow wrench" alarm on the system controller. Pt and family changed out the controller with no change in alarm condition. They then went to hand pumping and came to the emergency room. There, they connected the pt to the pneumatic console to continue pumping. The pt started to develop symptoms. Blood was noticed in the stroke volume limiter lines, thus indicating a possible rupture of the diaphram in pump. It was surgically removed and replaced with another device.